Event description:
Healthcare professional reported left side "folding" and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported, left side "folding". And capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Crease folding of implant: observed, creases on the device. Additional observations: white particles observed, on the surface of the device. Observed, non penetrating nicks on the device. Observed, wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "folding" and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Continued e1 additional email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.